Event description:
Subsequent to the previously filed report, returned device analysis of the second device from the procedure (cn-268169) found that the flex guide was separated but still intact inside the sheath. There were multiple tears on the visual portion of the flex guide. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the thumb advancer was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was used in a calcified artery. It should be noted the starclose instruction for use states: do not deploy the clip in areas of calcified plaque. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The hub of the exchange sheath was removed from the clip applier, and it was observed that inside of the hub was torn but still intact. This damage was likely due to the resistance encountered during the first attempt to click in the clip applier to the exchange sheath, reference cn-268168. Since the second clip applier from the this complaint (cn-268169) was used with the same exchange sheath, the damage that occurred from the first attempt to click in the sheath (step #1) contributed to an interaction with the garage leaves of the second clip applier used in this complaint (cn-268169) that subsequently contributed to garage leaves carving in to the flex-guide and exchange sheath and ultimately the resistance encountered deploying the thumb advancer. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional starclose se device referenced in b5 is filed under a separate medwatch report number. H6: medical device problem code 1494- patient selection.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a starclose se device after an angioplasty of the right peroneal and anterior tibial artery interventional procedure using a 6f sheath. Access was antegrade/ipsilateral (downhill). Reportedly, resistance was felt when pushing the starclose se flex-guide through the exchange sheath and the physician could not get the hub of the sheath to click into the device in step one of deployment. The device was removed and an attempt was made with a second starclose se device. The device was advanced and was able to click onto the hub of the sheath. The vessel locator wings were deployed; however, the thumb advancer could not be advanced completely. The bailout methods (access ports and red safety release button) were used and the device was removed. Manual compression was used to close the arteriotomy and a femostop was also applied. Post closure procedure (outside of the patient), the scrub nurse tried the first device that was removed with the sheath of the second device and found that it passed easily through the sheath and the hub of the sheath clicked into place in the device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.